Event description:
Report received from (B)(6) stating the motor was "noisy and the lock lever was defective." The device was not being used during a procedure. No patient or user injuries were reported. There was no additional information provided.

Manufacturer narrative:
The device was received by anspach. Reliability engineering evaluated the device, and the reported problem with the locking mechanism was confirmed; the unit failed the cutter lock assessment, likely due to normal wear out conditions. However, the complaint regarding noise could not be confirmed, as the motor passed sound level requirements. In addition, the inner and outer hoses exhibited damage. If additional information is received, a supplemental report will be sent. (B)(4).